Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call audio anomaly. The customer's blood glucose was unknown. Trouble shooting was not performed as customer or device are not available. Advised customer's father to ran self-test. Customer to be contacted to finish trouble shooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with minor scratched lcd window. Device passed the self test and displacement test. No audio/absence of alarm anomaly noted during the testing.